Event description:
During index procedure, the patient had 2 endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the mid lad. During a staged procedure 1 week later, the patient had one endeavor sprint rx drug-eluting stents implanted to the mid rca. One day post staged procedure, the patient suffered a myocardial infarction (mi). It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was possibly related to the study device.

Event description:
Updated information on event date of previously reported mi.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (myocardial infarction).